Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle stopped delivering medication in the middle of the injection. The following information was provided by the initial reporter, translated from japanese: "upon priming, I confirmed that the drug solution was coming out. In the middle of injection, the drug solution stopped coming out at around 4 of 8 units. When using another pen needle, I could complete the injection.

Event description:
It was reported that the bd micro-fine¿ pro pen needle stopped delivering medication in the middle of the injection. The following information was provided by the initial reporter, translated from japanese: "upon priming, I confirmed that the drug solution was coming out. In the middle of injection, the drug solution stopped coming out at around (B)(4) units. When using another pen needle, I could complete the injection.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.